Manufacturer narrative:
Examination of the returned devices by cpd and metallurgy research confirms the hinge post failed due to low stress, high cycle fatigue. No material defects or inclusions were noted that would have contributed to the crack initiation or propagation. X-ray images were reviewed by cpd from an engineering perspective. It is reported that the patient¿s left knee was revised to address a broken ¿coupling mechanism¿ at the hinge connection reportedly due to knee torsion. X-rays show the revised lps devices coinciding with the patient¿s left knee. There are no clear indications in these images that the left knee lps components are broken. The m-l view shows that the tibial component appears to have a slight anterior slope instead of the recommended posterior slope. Also, the tibial component does not appear to be in alignment with the long axis of the tibia resulting in a slight varus condition. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Additionally, research using the as400 system indicates that several pieces from the reported lots have been delivered, and, as no additional reports have been received, can be reasonably assumed implanted without issue. The root cause is attributed to low stress, high cycle fatigue. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation.

Event description:
Hospital reported ae to nca (bfarm): 4 years after implantation of a hinged knee-prothesis (left side) the coupling mechanism broke because of a torsion of the knee.